Event description:
It was reported that during implant, no sensing and high, out of range, pacing lead impedance were noted. The lead was not implanted and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.